Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual sample was obtained. When closely observing the second needle, the snapped portion of both needles showed a bend and its cross-section was also observed to be deformed. The criteria was checked through methods, complied with "fracture tolerance" regulated by iso standards (iso 9626: 1991 stainless steel needle tubing for manufacture of medical device) and every check category has fulfilled the requirement. A review of the manufacturer inspection record for the past 5 years revealed no defective properties to degrade functionality of the needle; such as contamination of the needle by foreign particles or any scratches/bends inspected during production, were noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle. In case the needle broke off and remains in the body, please contact immediately a doctor" this report is for the second device used on the patient; see MDR no. 9681835-2018-00001 for the first device reported. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a patient with dementia suffered a needle stick. The patient reported the needle accidentally punctured the fingertip. It was then damaged, causing needle fragment to remain on fingertip. Additional information was received on 1/26/2018: it was reported that the patient removed a needle fragment and then handed it over to the nurse. There is another damaged needle returned from the facility and it is unknown whether the same patient removed it. When the doctor examined the patient, no needle fragment was observed and the wounded area appeared to be fine. Based on the aforementioned observations the doctor concluded that this issue was not a health hazard.